Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received with patient reporting the circumstances that led to the device not working well was that they had not inserted the antenna correctly into the programmer. The steps they took to resolving the device not working was that they received walk through assistance from beginning to end and it worked fine. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported that his device was not working well and he wanted to boost it up a little bit. The patient programmer (pp) showed stim was on. Patient increased stim to where he could feel stim but it was still comfortable. Patient was advised to contact healthcare provider if problem did not resolve. There were no further complications that have been reported as a result of this event.